Event description:
Customer obtained readings of 25 mg/dl and then 158 mg/dl less than 10 minutes apart on the compact plus system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.